Event description:
Boston scientific received information that during a follow up noise was observed on the left ventricular lead. Technical advice was requested. Upon review technical services confirmed that the left ventricular channel is not present in stored electrocardiograms on latitude. However, as the shock electrocardiogram is flat, this is indicative of no depolarization occurring, not even on the left side thus asystole for > 2 seconds. Subsequently, a follow up took place and valsalva maneuvers were performed which did not reproduce noise. The patient referred that he connected a motor sometimes. This explanation was consistent with the episodes of noise recorded at different timeframes. The patient was requested to connect the motor everyday at the same time. Within 15 days an interrogation and transmission through latitude will take place. The physician will analyze the data then. No adverse patient effects were reported. This right ventricular lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that during a follow up maneuvers were performed and noise was not reproduced. An x-ray taken did reveal a lead fracture. The device was interrogated to check if there was interference with the motor used by the patient, but no noise episodes were recorded. The physician suspected that the noise could be related to external myopotentials. An induction test will be performed at the next follow up. The physician requested additional review by technical services to access the cause/origin of noise. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that a follow up took place. Maneuvers were preformed and noise was reproduced when the patient performed deep breathing, while the impedances did not vary. It was reconfirmed that the noise was myopotential provoked and a lead fracture was no longer suspected. It was noted that this lead will remain implanted. No adverse patient effects were reported.